Manufacturer narrative:
Correction to the initial MDR in block a2 age at time of event, b3, and g3. The date of event and aware date should have been (B)(6) 2020.

Event description:
It was reported that the patients battery was no longer working as intended. It was also noted that the patient was not getting adequate pain relief. The patient underwent a battery replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient's battery was no longer working as intended. It was also noted that the patient was not getting adequate pain relief. The patient underwent a battery replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to the correction MDR in block g3. The aware date should have been 04-jan-2024.

Event description:
It was reported that the patient battery was no longer working as intended. It was noted also that the patient has not able to get adequate pain relief. The patient underwent a battery replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.